Event description:
It was reported that bd nexiva 20 ga x 1-1/4 in single port leaked at the isolation plug. The following information was provided by the initial reporter, translated from chinese to english: hyperbaric imaging with puncture of a nexiva 20g indwelling needle reveals blood leakage at the indwelling needle isolation plug.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 unsealed and 1 photo submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. An initial leakage test was performed, and no leakage was observed. The sample than underwent visual examination with a microscope and it was observed that the septum of the device was misaligned. This misalignment would result in the reported leakage issue. Bd determined that the cause of the failure was related to our manufacturing process. During assembly it is likely that the septum of this product was not fully seated. The appropriate manufacturing personnel have been notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information.